Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed out because of their low bg level and their husband called 911. The customer was then taken to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 20 mg/dl; cause was unknown. The customer was treated with intravenous (IV) fluids of saline to address the low bg level. The customer was discharged from the hospital 4 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.